Manufacturer narrative:
A2 age at time of event: 18 years or older e1 initial reporter facility name: (B)(6) medical college,(B)(6) university of science and technology the device was returned for analysis. Visual inspection revealed the telescope and sheath were kinked. Microscopic inspection revealed the tip was detached. Impedance testing showed an electrical open in the distal catheter at 0-10 cm, but x-ray images showed no discernible defect.

Event description:
Reportable based on analysis completed on 10nov2023. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but could not show the image. The procedure was completed with another of the same device. There were no patient complications reported and the patient status following the procedure was stable. However, device analysis revealed tip detachment.